Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was dim and faded. The battery compartment was cracked, but the cap was undamaged and able to fit securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2014.